Manufacturer narrative:
(B)(4). Potential lot# - 71f19c2844.

Event description:
The customer reports: "the luer-lock connection (brown head) is leaking during using on patient. Patient's condition is fine."

Manufacturer narrative:
Qn#(B)(4). The customer returned one, cvc catheter for analysis. Signs-of-use in the form of biological material was observed on the juncture hub. Visual analysis of the returned sample revealed that the distal extension line contained a small hole directly adjacent to the brown luer hub. This hole is consistent with undue force being applied on the extension line. No other defects or anomalies were observed. The distal extension line from the luer hub to the juncture hub measured 3.5", which is within the specification limits of 3 3/16"-3 9/16" per the catheter graphic. The distal extension line outer diameter measured .0841", which is within the specification limits of .084"-.088" per the distal extension line extrusion graphic. The distal extension line inner diameter measured .057", which is within the specification limits of .055"-.059" per the distal extension line extrusion graphic. With the distal end of the catheter body occluded, water was pressurized through all three extension lines. Water was observed leaking out of the hole in the distal extension line. No leaks were observed from the medial nor proximal extension lines. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The report of a leak in the distal extension line was confirmed through complaint investigation. Visual analysis revealed a small hole in the distal extension line directly adjacent to the luer hub. The catheter met all relevant dimensional and additional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the report from the customer and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "the luer-lock connection (brown head) is leaking during using on patient. Patient's condition is fine."